Event description:
Consumer removed a number of tampons and the tampons came apart inside her. Consumer indicated some of the pieces remained inside after removal of the tampon.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned product for eval at the time of this report.